Manufacturer narrative:
Complaint conclusion: the balloon of a 9.0mm x 29mm palmaz genesis on .035¿ 135cm opta pro percutaneous transluminal angioplasty (pta) balloon-expandable stent delivery system (sds) cannot be inflated. It felt like the stent was ¿to heavy crumped or sticky at the balloon¿. Therefore, the stent was not able to be implanted. There was no reported patient injury. The user was trained with the device. The device was opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot 82174207 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 9.0mm x 29mm palmaz genesis on .035¿ 135cm opta pro percutaneous transluminal angioplasty (pta) balloon-expandable stent delivery system (sds) cannot be inflated. It felt like the stent was to heavy crumped or sticky at the balloon. Therefore, the stent was not able to be implanted. There was no reported patient injury. The user was trained with the device. The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: the balloon of a 9.0mm x 29mm palmaz genesis on .035¿ 135cm opta pro percutaneous transluminal angioplasty (pta) balloon-expandable stent delivery system (sds) cannot be inflated. It felt like the stent was ¿to heavy crumped or sticky at the balloon¿. Therefore, the stent was not able to be implanted. There was no reported patient injury. The user was trained with the device. The device was opened in a sterile field. The product was returned for analysis. One non-sterile sds genesis .035 9.0x29 135cm opta pro percutaneous transluminal angioplasty (pta) balloon-expandable stent delivery system (sds) was received for analysis coiled inside a plastic bag. The concomitant 9.0mm x 29mm palmaz genesis stent involved in the complaint was not returned for analysis. Per visual analysis dried blood residues was observed on the balloon. Per functional analysis the balloon could not be inflated. Per microscopic analysis a severe kink damage on the body shaft of the unit adjacent to the balloon proximal seal was observed. The unit was cross-sectioned and inspected under the vision system and a flattened condition in the inflation lumen was found. A product history record (phr) review of lot 82174207 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural/handling factors may have contributed to the event as evidenced by the severe kink noted on the body shaft during analysis which resulted in a severe narrowing of the inflation lumen. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.